Event description:
It was reported the patient had visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 36.8 mmol/l (662.4 mg/dl) while wearing the pod on the arm for 72 hours or longer. The patient was feeling sick and was driven to the ER by her boyfriend. 8 units of insulin was administered utilizing an insulin pen for treatment and a new pod was applied. After 4 hours, the patient's bg levels decreased to 13 mmol/l (234 mg/dl) and was released home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.